Manufacturer narrative:
Quality-safety evaluation of ptc received on 25-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 02-nov-2016: no further information could be obtained despite follow up attempt. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-nov-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She had essure removed approximately one year after insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case limited information was provided; consumer´s medical history and concomitant conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Additional non-serious events were also reported. This case was initially not regarded as incident, and upon receipt of follow up information was upgraded to incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 05-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2015. Consumer was on essure us website, and asking why was the contraindication listed for one tube placement. His wife had essure placed approx. 9 months ago. She had previously had one tube removed due to an ectopic pregnancy several months prior to essure placed. She has been in agony since essure placement with pain in her groin and abdomen. Follow up information received on 10-may-2016: no further information from consumer was provided despite follow up attempts. Quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up information received on 28-sep-2016 from consumer via regulatory authority: the authority reference number for this case is: (B)(4). The consumer was experiencing severe groin pain, heavy and longer periods, back pain, metallic taste in my mouth, anxiety, depression, brain fog, leg pains, feeling cold, her whole body aching, infections, tiredness and low sex drive also pain during sex. She mentioned that these happen on (B)(6) 2015. Since removal on (B)(6) 2016 all of the above symptoms have gone but she was suffering from severe headaches and having allergy tests done and also waiting to see a neurologist. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She had essure removed approximately one year after insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case limited information was provided; consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Additional non-serious events were also reported. This case was initially not regarded as incident, and upon receipt of follow up information was upgraded to incident since device removal was required. A product technical analysis and further information are expected.